Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during a stricture diagnosis procedure performed on (B)(6) 2022. During the procedure physician experienced some interferences which prevented visualization and resulted in loss of image. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).